Event description:
On september 19, 2008, it was reported to boston scientific that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure the previous month. According to the complainant, during the procedure, the prolieve system displayed a "low water" level warning. The user attempted to refill the prolieve cartridge; however, this did not resolve the issue. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.